Event description:
The device was used to treat a patient described as being "very hairy" and, upon applying combination electrodes, the device reportedly displayed a connect electrodes message and the service light illuminated. A back up device was obtained and the combination electrodes were replaced. Treatment was continued using the back up device. The patient was resuscitated.